Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was previously omitted from the initial report. The patient was implanted with a neurostimulator for radiculopathy and spinal pain. It was also alleged that the patient programmer (pp) was having problems connecting to the ins with and without the antenna attached, but during the call, the patient was able to connect to the ins without issue. Lastly, it was reported that when the stimulation is off, the patient¿s nails get dark and when the stim is on, her nail color indicated that her circulation was good. There were no further complications reported or anticipated.

Event description:
It was reported that the patient had fallen a few times using her walker and falling out of her bed in (B)(6) 2017. Since then, she¿s had ¿problems getting the stimulator up¿, the implant area felt different and it felt like it was hitting her hip bone. The ¿charge neurostimulator battery now¿ screen was seen on the patient programmer (pp) screen. At the time of the report, the patient was able to start a normal recharging session with the implantable neurostimulator recharger (insr) with all coupling bars filled but the it was noted that the patient felt stinging at the ins site when she started a recharge process the night before. The patient was redirected to their healthcare professional (hcp). There were no further complications reported or anticipated.